Event description:
Pt was revised to address loosening of the tibia. Poly wear and osteolysis of the tibia and posterior femoral condyles were noted intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported device loosening or polyethylene wear, however, polyethylene wear after sixteen years of implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.